Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed all errors and manually pushed software update and the system powered on without any issues. The fse pushed the da vinci update tool (dut) package for the second dv5 system to ensure no issues happened on it as well and to give the customer extra assurance. The fse confirmed both systems were working fine. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer tried to run the da vinci update tool (dut) but the software upgrade failed. The customer tried to power cycle several times and it faults with (B)(4) errors. Technical support engineer (tse) reviewed the logs and found multiple (B)(4) faults. The customer reported event has no report of patient injury.